Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (ophthalmic trocar cannula came off ) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury  no further reports will be scheduled under mfg. Report num. 3003398873-2023-00013 the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during surgery tip of the trocar cannula came off out of the eye when using it with the product before inserting. The surgery was performed and completed after replacing the product with another one. There was no patient harm. Procedure and patient identifier details were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).